Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the manufacturer representative (rep) called when she was inter-op. The first rep reports when she tried to connect to the ins, she got the red warning message "communication failure - an unexpected error has occurred - exit workflow." Rep clicked exit workflow and then restarted the app and was able to connect to the ins. Issue resolved on the call. The troubleshooting steps that were taken on the call resolved the issue. Rep was inter-op because the doctor is adding a second lead for additional pain coverage. The second rep called and was in middle of case (adding a lead to existing patient) when he had issues communicating with the ins using tablet/communicator. He tried another ins in the box with same issue. The caller rebooted t ablet prior to calling and confirmed prior to case establishing communication. Patient services (pss) had caller try another room without success, then had caller reboot tablet and communicator, which then allowed the caller to communicate with the ins. The caller indicated he may replace the patient's ins as preventative and did not try to communicate once he was able to communicate with the ins in box. The first rep later called back and said the issue was not resolved. This caller states she is not at the case anymore. The caller states after the re-established connection to ins with technical services, the rep went from the ins to wens. After going back to the ins, they noted they were not able to connect to ins. The caller had to leave the case, her co-worker, the second rep who called, was on the case. The rep was unable to communicate with the battery again. They have decided to replace the battery because of this. Rep stated that the communication issue was resolved. The device had to turned off 2 x. Device will be returned and tracking info was provided.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown product type unknown product ID 8880t2 lot# serial# (B)(6) product type accessory product ID neu_unknown lot# serial# unknown product type unknown additional information indicated this event has also been reported in mfg report 3004209178-2021-06082. Any additional information regarding the event will be documented in that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.